Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by legal manufacturer to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that during an unknown procedure on an unknown date, a cannulated drill went through the patient's cortical bone and the tip was broken into pieces. All fractured pieces were retrieved from the patient. The procedure was completed by direct screw fixation.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the device was fractured. The fracture surface was consistent with overload fracture, occurring during application of significant torsional or side load. Dimensional analysis could not be performed due to the nature of the fracture. Review of device history records and device specifications revealed a discrepancy in the required level of material hardness. Hardness testing conducted on this device confirmed the material hardness did not meet specification. Investigation into the issue was completed and no further actions were deemed necessary. The nature of the fracture indicates the drill likely hit a hard surface, was advanced at an angle, or advanced too quickly; however, a conclusive root cause of the event cannot be determined with the available information.

Manufacturer narrative:
(B)(4). This report is based on the update of investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.